Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to remove the endoscope and press the instrument or port clutch button to clear guided tool change, then reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the 30-degree endoscope plus image was inverted. The site tried reseating the endoscope and tried another endoscope before calling for intuitive surgical, inc. (Isi) technical support. The procedure was completing as planned with no reported injury.